Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/not provided. Section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section e1 telephone number: (B)(6). Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor was doing irrigation aspiration when he noticed a piece of the ia o-ring inside the eye and removed it. No additional information was provided.

Manufacturer narrative:
Additional information: doctor reported that surgical intervention was performed on patient's left eye. The patient is doing well post-operatively. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: all four devices were returned. Visual inspection found that the small o-ring on each of the devices was chipped and missing material. The patten of the o-ring damage was very similar among the devices. Scratches were seen on surface of the devices. This complaint is filed as ¿functional defect¿ since the o-ring damage is confirmed on all 4 returned devices. Manufacturing record review: a review shows the devices were manufactured and passed all inspections for lot 187283, lot 179778 and lot 179779. Conclusion: the reported issue is monitored by monthly complaint metrics at an acceptable rate, and the risk associated with the issue is considered low, so no action is required at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: after case review it was noted that information of the device identification was inadvertently not included in the initial report. The following fields have been updated: d1 brand name - phacofit titanium 0.3mm 45 degree tip. D4 model - om0551013. D4 primary unique device identification (UDI) number - (B)(4) unknown partial number. Provided as the lot number of the device is unknown.

Manufacturer narrative:
Additional information: the customer returned a total of (4) tips with lot numbers, 179779 (quantity [qty] 1), 179778 (qty 1) and 187283 (qty 2). It is unknown which of these lots is the one that was used for this incident. It was confirmed the other three products had no patient contact. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.